Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a por (power on reset). The meaning of the por was reviewed. It was reported that the patient had just sent a text to the rep reporting the por. The rep stated that they would call the patient back to clear the por. No symptoms were reported. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and the healthcare professional: the cause of the por was not certain, but it was reported that patient had been receiving daily trans cranial stimulation for depression so perhaps that could have caused the por. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: adverse event was added as patient was unable to use the device during por period. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative: it was verified that the por cleared and the device working as expected now. The rep had not seen any specific por code. The patient didn't report any symptoms to the rep, they were just unable to use therapy and therapy was fine upon reset. No further complications were reported/anticipated.